Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular (rv) lead had high and varying impedances. An alert triggered. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and there were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2002.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.